Event description:
It was reported that during a surgical procedure, the referenced graft was found shorter than labelled. There was no reported pt injury since the device was not used. It was returned for eval without packaging nor identification.

Manufacturer narrative:
The usable length of the returned prosthesis was measured at 15 cm, which does not comply with the product specifications (30 cm -0/+2cmm), as labelled on the packaging. A review of the device history records indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable qa inspections and tests including 100% graft length measurement. No anomaly was found. The most probable root cause is an isolated human error. This anomaly should have been evidenced during quality control inspections. A corrective action is initiated.